Event description:
A health professional reported that a knife was noted to be blunt during surgery. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A device history record review for the reported lot was conducted. No anomaly was found during the device history record review. The product was released based on the manufacturer's acceptance criteria. A complaint history examination indicates that one additional complaint was associated with the cutting instrument lot. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. No zip code has been indicated. Additional information has been requested. (B)(4).

Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The knife was received loose inside of the blister with no blade protection. The sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged tip and cutting edges. Penetration and sharpness testing could not be performed due to the damage of the sample. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).